Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having nodule in lungs and throat, tonsil are very swollen. The patient also alleged nasal/throat irritation or soreness. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. Patient alleged of nodule in lungs and throat, tonsile are very swollen. The patient also alleged of nasal/throat irritation and soreness. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The device was evaluated. During investigation, observations are minor dust/dirt contamination on the top and bottom enclosures, accessory module flip door, sd cover flip door, ui panel assembly, blower box, blower box upper cap, blower, blower outlet seal, p4 power connector, unknown contaminate on blower. Hair-like substance was found on rear panel, rear panel o-ring, and inside bottom enclosure. Liquid ingress with mineral deposits were observed on the blower and blower box. The manufacturer applied power to the device and verified the airflow. The device's downloaded logs were reviewed by manufacturer. There were 32 errors found. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Sections d8, d9, h2, h3, h6 were updated in this report.